Event description:
Patient presented to the emergency department with severe headaches. Patient had attempted pain management with medication without improvement. Patient was admitted and placed on IV pain medication.